Event description:
It was reported that the patient had to return to the cath lab for device exchange. An ekosonic endovascular device, 135x50cm was selected for use. During therapy in the ICU, there was an "all msd groups disabled" alarm on the pt3b. Troubleshooting was unable to resolve the alarm. The patient was returned to the cath lab and the ekos device was exchanged. The error was resolved and ekos therapy continued. There were no reported patient complications.